Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that unspecified bd" syringe plunger separated. The following information was provided by the initial reporter: she used a smaller syringe, 3ml in a child, but this time it separated in her hand and remained in the child and she was unable to aspirate, but she managed to inject the medicine and also mentioned that the plunger comes out of the rubber, it does not lock, it releases, separated plunger, in the instructions it says that if it tightens, it locks but it is not happening this, when she turns the device, it does not lock. Applied medication: benzetacil.